Manufacturer narrative:
According to the report from the distributor, "(B)(6) use bioglue and always been used without complication, but in one of cardio clinic after using bioglue twice was reaction and both have been a temperature response in a few days after surgery, to 39 degrees." This report represents the first of the two patients. The distributor was contacted for additional information regarding the event, including the name of surgeon and hospital/clinic, dates of initial procedures where bioglue was used and dates when fever was first noticed, lot numbers of bioglue, amount of bioglue used per patient and where it was applied, and operative notes and information on patient comorbidities. A response was received from (B)(6) which stated the following: "I have to admit that really we have received information about 2 cases of fever during clinic approbation in (B)(6). But also I must admit that we were not confirmed that fever was the result of the application of bioglue. Of course physicians informed us about fever but they didn't make any conclusions. From their side it was no more than verbal request about possible reasons for fever ... And of course we asked [the distributor] at once. But I must confirm that now situation became clear and surgeons informed us about the lack of relationship between fever and application bioglue. And I can't provide you any additional information as there are not any notes or records regarding this issue." A review of manufacturing records was not performed as a lot number for the bioglue is unknown. The date of implant is unknown; therefore, shipping records could not be queried for possible lot numbers shipped to the distributor. A review was performed of the available information. Two cases of postoperative fever were reported following use of bioglue. The surgeon(s) initially requested possible reasons for fever, but confirmed at a later time the "lack of relationship between fever and application [of] bioglue." Fever is a non-specific response to inflammation and is common following surgery. The bioglue instructions for use (IFU) lists inflammatory and immune responses as possible adverse reactions. The type of procedure involved, the time frame of onset and duration of the fevers, known clinical effects of the surgery, expected outcomes, and surgical techniques/treatments are all unknown. Therefore, the root cause of the reported event is unknown. The IFU states, "complications specific to the adjunctive use of bioglue surgical adhesive during soft tissue repair surgery may include, but are not limited to, the following: inflammatory and immune response, allergic reaction," and "development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility."

Event description:
According to the report from the distributor, "(B)(6) use bioglue and always been used without complication, but in one of cardio clinic after using bioglue twice was reaction and both have been a temperature response in a few days after surgery, to 39 degrees." This report represents the first of the two patients.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report from the distributor, "(B)(6) use bioglue and always been used without complication, but in one of cardio clinic after using bioglue twice was reaction and both have been a temperature response in a few days after surgery, to 39 degrees." This report represents the first of the two patients.